Manufacturer narrative:
Event date - populated as publication date. Initial reporter - populated as article primary author. Stentys self-apposing® sirolimus-eluting stent in st-segment elevation myocardial infarction: results from the randomised apposition IV trial doi: 10.4244/eijv11i11a248.

Event description:
It was reported that resolute integrity rx drug eluting stents were used as part of a study comparing the impact of a non-mdt stent on long term stent apposition and strut coverage against resolute zes. 62 patients received the resolute stents and collective infarct- related arteries included the lad, lcx and rca. Thrombus aspiration was performed on some of the study participants during procedure as well as pre-dilation. Some patient's received up to 2 stents during the procedure. Collective clinical outcome adverse events at one year post index procedure included death, mi, tvf, tlr and stent thrombosis. It is reported that a lower percentage of malapposed stent struts was observed in the resolute zes group.